Manufacturer narrative:
(B)(4).

Event description:
Report received of ventilator with an error code which rendered the ventilator inoperable. The ventilator was not on a patient a the time of the event.